Event description:
According to the initial report, "[surgeon] said the patient came in for follow up and has high gradients (30 mean and 52 peak). Cath shows both leaflets moving but no opening to 90 degrees. He asked if we could have someone look at the cath clips to see if there is something going on with the valve."